Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. The product information for use states that the product is not intended for use for more than twenty-nine (29) consecutive days. The product in this case was used for forty-two (42) days. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a clinical nurse specialist reporting an adverse event experienced by a patient using the device. A patient with multiple co-morbidities had the device inserted for management of diarrhea while being sustained on life support. The device was placed on (B)(6) 2016. After six (6) weeks (forty-two (42) days) of use, the patient developed an ulcer in the peri-anal area. Reporter stated that the peri-anal ulcer was a mucus membrane depth and did not require surgical repair. Reporter stated the device was not removed in response to the peri-anal ulcer. The original report stated that the patient was taken off of life support, however at follow up, the reporter stated she was unable to confirm removal of life support. Reporter was able to confirm patient expiration but, did not know the exact date or cause of death. Reporter stated death was not related to the peri-anal ulceration. No further details were provided.